Event description:
When the physician was ready to deploy a 3.0 x 33mm cypher select plus stent, he found that there was a crack on the hub. There was no patient injury reported.

Manufacturer narrative:
The ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.